Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized for greater than 24 hours on (B)(6) 2026 due to elevated blood glucose levels (500 mg/dl) with positive ketones. The patient presented with vomiting and abdominal pain and was treated with intravenous insulin.